Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain upper ("stomach cramps and feels like contractions"), post procedural haemorrhage ("slight blood on the pad"), suture related complication ("dull pain at incision site"), pain ("easier to move around but get sore easily"), decreased appetite ("lost appetite, fell hungry and ill start to eat 2-3 bites in I lose my appetite"), nausea ("feeling nauseous") and infrequent bowel movements ("I hardly have bowel movements"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, abdominal pain upper, post procedural haemorrhage, suture related complication, pain, decreased appetite, nausea and infrequent bowel movements outcome was unknown. The reporter considered abdominal pain upper, decreased appetite, infrequent bowel movements, medical device removal, nausea, pain, post procedural haemorrhage and suture related complication to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, suture related complication, adverse drug reaction, genital haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain upper ("stomach cramps and feels like contractions"), post procedural haemorrhage ("slight blood on the pad"), suture related complication ("dull pain at incision site"), pain ("easier to move around but get sore easily"), decreased appetite ("lost appetite, fell hungry and ill start to eat 2-3 bites in I lose my appetite"), nausea ("feeling nauseous") and infrequent bowel movements ("I hardly have bowel movements"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, abdominal pain upper, post procedural haemorrhage, suture related complication, pain, decreased appetite, nausea and infrequent bowel movements outcome was unknown. The reporter considered abdominal pain upper, decreased appetite, infrequent bowel movements, medical device removal, nausea, pain, post procedural haemorrhage and suture related complication to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, suture related complication, adverse drug reaction, genital haemorrhage. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event stomach cramps was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 days post op from laparoscopic da vinci') and post procedural haemorrhage ('slight blood on the pad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage (seriousness criterion medically significant), suture related complication ("dull pain at incision site"), adverse event ("some of essure side effects") and pain ("easier to move around but get sore easily"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage, suture related complication, adverse event and pain outcome was unknown. The reporter considered adverse event, medical device removal, pain, post procedural haemorrhage and suture related complication to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, suture related complication, adverse drug reaction, genital haemorrhage no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 days post op from laproscopic da vinci') and post procedural haemorrhage ('slight blood on the pad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage (seriousness criterion medically significant), suture related complication ("dull pain at incision site"), adverse reaction ("some of essure side effects"), pain ("easier to move around but get sore easily"), decreased appetite ("lost appetite, fell hungry and ill start to eat 2-3 bites in I lose my appetite"), nausea ("feeling nauseous") and infrequent bowel movements ("I hardly have bowel movements"). The patient was treated with surgery (hysterctmoy with bilateral salphingectomy). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage, suture related complication, adverse reaction, pain, decreased appetite, nausea and infrequent bowel movements outcome was unknown. The reporter considered adverse reaction, decreased appetite, infrequent bowel movements, medical device removal, nausea, pain, post procedural haemorrhage and suture related complication to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, suture related complication, adverse drug reaction, genital haemorrhage. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿lost appetite, fell hungry and ill start to eat 2-3 bites in I lose my appetite¿, ¿feeling nauseous¿ and ¿I hardly have bowel movements¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.